Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A surgical procedure was performed in which urethral atrophy at cuff site was noticed. During the procedure the existing 3.5 cm cuff was removed and a new 4.5 cm one was placed in virgin urethra. The physician did not feel the previously implanted cuff was the incorrect size or placed in an incorrect location. There were no device malfunctions associated with the explanted cuff. The patient was said to be good following the procedure.

Manufacturer narrative:
Product investigation completed. A product malfunction was not identified as the most probable cause of the reported events. Urinary incontinence, and urethral atrophy cannot be confirmed through product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A surgical procedure was performed in which urethral atrophy at cuff site was noticed. During the procedure the existing 3.5 cm cuff was removed and a new 4.5 cm one was placed in virgin urethra. The physician did not feel the previously implanted cuff was the incorrect size or placed in an incorrect location. There were no device malfunctions associated with the explanted cuff. The patient was said to be good following the procedure.